Event description:
The enterprise product ((B)(4)) was stuck in the middle of the prowler select plus microcatheter (details unknown) shaft, thus could not be deployed. The microcatheter was placed using a transend guidewire (stryker, details unknown). The stent and microcatheter did not kink or bend at any time prior to the resistance/friction. It is unknown whether there are any damages on any part of the device prior to shipping for product analysis. Both the stent and microcatheter needed to be removed from the patient. The stent was reportedly still in the microcatheter when it was returned. An adequate continuous flush was maintained through the catheter. The doctor used a new microcatheter (details unknown) and enterprise stent (details unknown) to complete the procedure. There was no patient injury and no mention that the distal end of the delivery wire remained in the patient. When the stent was returned for analysis it was received outside the microcatheter. It is unknown how the stent was received outside the microcatheter and the microcatheter was not returned.

Manufacturer narrative:
It was reported that the stent was still in the mc when it was returned for analysis; however, the prowler select plus mc was not returned. Only the enterprise delivery wire, introducer tube, and deployed stent were received. Analysis of the returned delivery wire found the entire delivery wire was present; however, the distal delivery wire was fractured with stretching of the coil wire. With follow-up investigation regarding the return of the enterprise without the prowler select plus, it was reported that it may have been that the stent was removed from the microcatheter after removal from the patient for inspection by the physician. The prowler select plus mx was not returned and not available. The lot number of the prowler select plus is not known; therefore, a device history record cannot be completed. The device is not available for analysis; therefore, no conclusion can be made regarding the relationship of the prowler select plus and the reported inability to insert the enterprise vrd. Therefore, no corrective actions will be taken at this time. This report is being submitted to capture the prowler select plus as a suspect device. This is report 2 o 2 related to (B)(4).

Manufacturer narrative:
Concomitant devices: transend guidewire (stryker, details unknown), new microcatheter (details unknown), enterprise stent (details unknown). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10203071. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.